Event description:
It was reported that the patient has been having issues with the implantable neurostimulator (ins) since being implanted in april of 2023. Patient rep stated that the patient has been having trouble with coordination, speech, and uncontrolled movement for about 3 days. They were just on vacation and the patient was able to get around, but as soon as they got home, the patient was struggling. The patient rep stated that the ins/therapy has been malfunctioning. The patient wants to get taken to the hospital as they feel like they are being electrocuted and being shocked. The patient rep stated that they "turned it off and it turned on without touching the device". Patient services reviewed the ins has to manually be turned on/off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.